Manufacturer narrative:
The account reported that a foley catheter retention balloon deflated and fell out of a patient, requiring a new catheter to be placed. The foley catheter was in place for one day, there were no complications with the original insertion. The balloon was not pre-inflated prior to placement. The sample was returned and a tear was noted in the retention balloon. A root cause for the tear cannot be determined. Due to the reported incident and in an abundance of caution this medwatch is being filed.

Event description:
It was reported a foley catheter retention balloon deflated and fell out.